Event description:
Biomed reported to philips failed alarm light emitting diode (led) error occurred. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Biomed stated that he is getting failed led error message and that he does not see the alarm led flashing. Requesting part numbers to repair unit. Philips remote service engineer provided part numbers for biomed. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue. Further information is pending.

Manufacturer narrative:
The information provided by the evaluation determined the device failed to meet specifications. Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.